Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Customer¿s blood glucose level was 307 mg/dl. The customer was unable to finish troubleshooting with tandem technical support at the time of the event. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.